Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Updated fields: d9 (date returned to mfg), h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. Based on the results of the investigation, and since the device malfunction was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. However, the following reportable malfunctions were identified during the device evaluation: corrosion on the scope connector and circuit board. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Event description:
It was reported that during reprocessing, the subject flex video scope had no image. There was no harm or injury reported.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.